Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was found that the ketamine 30 mg3 ml syringe required excessive effort to close. The field service engineer (fse) confirmed that the customer had resolved the issue by recovering the mini drawer, which may have been caused by the medication being improperly loaded or out of place, preventing it from closing. The system functioned as intended after the customer resolved the issue and fse investigated the incident.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the pyxis tray for the ketamine 30 mg/3 ml syringe required excessive effort to close. The tray repeatedly reopened when attempts were made to close it, and force was needed to keep it shut. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.